Event description:
Interferential frequency (present protocol) was set for 15 minutes to the right si/gluteus region. Approx. 2 minutes into treatment intensity down for patient comfort. Upon removal of estim pads, arrythmia and a pencil eraser sized white calloused-looking area observed under most superior positioned electrode (disto-lateral to right psis).

Manufacturer narrative:
Awaiting return and evaluation of the device. Investigation findings will be provided upon device evaluation conclusion.